Manufacturer narrative:
As no malfunction was reported, no definitive conclusions can be made at this time. It appears that atypical force was applied to the device during use resulting in material fatigue. If a piece were left behind it would be within the screw hex, covered by a spinal rod and setscrew and could not migrate.

Event description:
Distributor noted that one of the two viper 2 x-tab drivers that were part of a loaner set was damaged. The very distal tip that engages in the screw head was broken off and the piece missing. Follow up found that the distributor could not determine in which case this may have occurred in. He spoke with reps that used the kit and confirmed that no malfunctions were reported in any of the cases. Contact did state that he suspects that a malfunction may have occurred but that the problem went undetected. He believes that it is very likely that the piece was left within the screw head. As an unintended portion of the device may have been left embedded in the implant an MDR is filed to document this event.